Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The device was returned to olympus for inspection and the reported event was confirmed. Based on the results of the investigation, a definitive root cause cannot be identified. Reasonably known information suggests probable causes due to some kind of stress such as damage of parts, and electrical problems. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during maintenance, there was an occasional blackout during angulation adjustment on the bronchovideoscope. There was no patient involvement.